Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer frequently had no or intermittent response by button press on the act button. Customer pressed the button on the insulin pump slowly. Customer stated that the pump was not dropped, bumped, or exposed to moisture. Customer stated that the keypad was not locked. Customer stated there was no button error alarm in the alarm history. Troubleshooting was performed. Customer was asked verbally and in written form to return the pump for analysis.